Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance and service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. During evaluation, an issue related to the device's active exhalation control module and tubing were found. The device had evidence of physical damage. The device's tubing and active exhalation control module were replaced to address the issues